Event description:
The device was removed due to "erosion". As reported to co, the entire device was removed and not replaced. 5/20/97 - upon receipt of add'l info from the physician/surgeon's office, he stated, "erosion of the left cylinder into the distal urethra and imminent erosion of the right cylinder through the glans penis. Infection was present although culture results proved negative".